Manufacturer narrative:
(B)(4) = shrink tube. The analysis results confirmed that the 5dcs instrument was received with the shrink tube damaged at the area of the links. In an attempt to replicate the reported incident, the instrument was tested and did not cut as intended. The blades were visually inspected and they were found to loose point of contact. A possible cause for the cutting issue is that low bias force caused the blades to loose point of contact; however, no conclusion could be reached as to what may have caused this condition and the damage at the shrink tube. The final quality release criteria was met before this batch was released for distribution.

Event description:
It was reported that during a robotic nephrectomy procedure, the product would not cut. There were no patient consequences. Case completed with a different product.